Manufacturer narrative:
One opened safety side port knife, in a bag was received for the report of blade broke off. Sample was visually inspected and found to be nonconforming, blade tip was observed to be broken off. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photos show a safety knife with tip broken off. Reported issue confirmed from photos. The returned sample is visually non-conforming with the tip of the knife broken off. The root cause of the broken blade defect is manufacturing related issue. A nonconformance investigation was completed to investigate the issue with blade broken off. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the broken tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic cutting blade broke off before use. Procedure details and patient impact were not reported.